Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbing skin raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient they don¿t need to wear lv if they don¿t want to. Outcome of the irritation is unknown. Follow up indicated that the skin irritation improved.